Event description:
It was reported that the pt resided in a nursing facility and in 2007, the pt was noted to have decreased respirations and slurred speech at 0600. At 0800, o2 saturations were reported to be 50% and he had further respiratory depression. The pt reportedly had fentanyl in the pump and had been prescribed morphine, dilaudid and xanax. The pt's status was "do not resuscitate". The pt was given narcan at 0900 with improvement in respiratory function, but he became agitated and in pain. He was admitted to the hospital intensive care unit with o2 saturations in the range of 80-90% and he was noted to be hypotensive. The pt received narcan "all night," but expired the next day. The explanted pump is in the possession of the medical examiner. At the time of this report, the pump was beeping and the me believed that it was still dispensing drug. No preliminary autopsy results were available at this time; blood toxicology results are pending, csf was not tested. The logs were subsequently accessed and it was noted at the time of the interrogation, that the pump should be empty. The printout also indicated that the pump contained morphine, not fentanyl, concentration adn dose were not provided. A follow-up report will be sent if additional info becomes available to us. The manufacturer has requested that the pump be returned for analysis.